Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring at the reservoir connection is missing. Customer's blood glucose was 183 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The insulin pump was received with missing serial number label. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.